Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she experienced low blood glucose of 33 mg/dl. Her current blood glucose was 33 mg/dl. Troubleshooting was performed and no anomaly was noted. Customer was advised to monitor the device and to speak to her doctor in regards to event. The device is not returning for analysis.